Event description:
It was reported that the pulse generator exhibited backup vvi operation shortly after the patient underwent a cardioversion. The patient was asymptomatic. The device was explanted and replaced on (B)(6) 2015. The patient did not have any adverse events related to the procedure and was reported to be in good health post procedure.

Manufacturer narrative:
(B)(4).